Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and a review of the alarm log were performed. During power on self-test and alarm log review the f-38 alarm was verified. The cause of the condition was damaged force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.